Event description:
Gj tube was replaced. Placement confirmed of tube and balloon on imaging. The patient returned because the tube was dislodged. The integrity of the balloon was checked and found to be busted.